Event description:
The customer alleged they received a questionable cardiac troponin t result for one patient on their cobas h232 analyzer, serial number (B)(4). The patient had his cardiac troponin t level tested in an ambulance on the h232. The result was 279, units of measure were not provided. The patient was admitted to the hospital. The patient had three samples drawn and tested on a cobas 6000 e601 analyzer using the troponin t hs reagent. All three results were <10, units of measure not provided. All other tests performed in the hospital, including ck-mb, were normal. The patient was not adversely affected by this event. The customer stated the troponin t test strip lot number was probably either 28140415 or 28121115, but was not sure. The expiration date was requested but not provided.

Manufacturer narrative:
This event occured in (B)(6) no information was provided on the specific part number involved in this event. The cobas h232 analyzer is not sold in the united states. The troponin t hs reagent is not sold in the united states.

Manufacturer narrative:
The customer returned the cobas h232 analyzer with serial number (B)(6) for investigation. An investigation was performed on the h232 and a retention h232 using cardiac troponin t test strips with lot numbers 28121110 and 28140410, and an elecsys 2010 analyzer. The results from all the testing fulfilled the requirements.

Manufacturer narrative:
The root cause could not be determined. The investigation could not reproduced the issue, and no errors could be found in the meter.